Event description:
It was reported that the arctic sun device failed calibration error 5(inlet pressure out of range), functional verification confirmed pressure transducer issue. Removal of fluid delivery line (fdl) and inlet pressure (ip) was showed 1.4. Requested quoted for pressure transducer repair at the service depot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration error 5 (inlet pressure out of range), functional verification confirmed pressure transducer issue. Removal of fluid delivery line (fdl) and inlet pressure (ip) was showed -1.4. Requested quoted for pressure transducer repair at the service depot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.